Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007: the pt underwent a ventral hernia repair with a bard composix kugel patch. On (B)(6) 2012: the pt underwent surgery to address complaints of abdominal pain. It is alleged that the surgeon found that the previously placed composix kugel patch had adhered to the patients bowel. Approximately 90 percent of the mesh was removed but a portion still remains in the pt's body. The attorney's report alleges abdominal pain, adhesion, explant, and permanent injury.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. It was reported that the pt suffered from adhesions. Adhesions is a known possible adverse reaction listed in the IFU. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged even. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.